Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp but was unable to reproduce the reported issue. The fse cycled pump on balloon and simulator for 3 minutes. The fse found no errors on the device. All functional and safety checks were performed per factory specifications. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit displayed gas loss in circuit alarm. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit displayed gas loss in circuit alarm.